Event description:
The user facility reported that the male patient, coronary angiography for chest pain, and radial artery punctuation. The physician punctured twice with the involved product, found the cap of the needle cracked and could not be used again. The physician replaced the product. After the operation, the patient developed arm swelling and pain; physical examination of the arm showed significant local swelling. Then the patient was given another bandage and symptomatic treatment with vitamin k and hemostatic fangic acid drip. The patient's symptoms were relieved, but the bruise was still large and had to wait for its absorption. The procedure time was prolonged due this occurrence and the patient was agitated. The physician promptly calmed the patient and performed cardiac monitoring. The bleeding was local bleeding, patient had minor harm, and if it recurs, it may contribute to serious injury. The patient was given another bandage and symptomatic treatment. Patient harm was not serious. The event happened intra-operative.

Manufacturer narrative:
Patient identifier: requested, unknown. Date of birth: requested, unknown. Patient weight: requested, unknown. Patient ethnicity: requested, unknown. Patient race: requested, unknown . UDI: n/a as this product code is not exported to the us market. Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter establishment address: requested, unknown. Initial reporter health professional: requested, unknown. Initial reporter occupation: requested, unknown. PMA/510(k): requested, unknown. Since the actual sample was not returned, investigation of it could not be performed. Review of the manufacturing record and the shipping inspection record of the involved product code/lot number combination confirmed that there were not any indications of anomaly in them. A search of the complaint file found no other similar report with the involved product code/lot number combination from other facilities. Based on the investigation result, no anomaly was found in the manufacturing history records. In addition, since the actual product was not returned and the condition of it could not be confirmed, it was not possible to clarify the causal relationship with the involved event. Relevant IFU (instructions for use) reference: manipulate the mini guide wire slowly and carefully not to damage the vessel wall, while monitoring the tip position and movement under fluoroscopy. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).